Manufacturer narrative:
Additional information: b5 - it was later reported that the surgeon implanted a 13.7mm vticm5_13.7; -9.5/2.5/85 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. The patient experienced refractive surprise. The surgeon performed lasik surgery to reduce remaining cylinder post icl and this resolved the problem. The cause of the event was reported as a patient related factor. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. The surgeon reports there is refractive surprise in a patient who had surgery in late march/early (B)(6) 2023. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H7 - recall. H9 - 2023826-10/16/2023-001-r. Claim #: (B)(4).